Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a broken leg due to a hypoglycemic episode, with a blood glucose reading of 45 mg/dl. Nothing further was reported.